Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (lot), e1 (facility name), h4, h6 medical device problem code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Can you please confirm if there was a breakage on the seal? Yes, there was a breakage on the seal.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: smartset ghv bone cement sterile powder pouch has leaked from side of the packet. Bone cement powder has spread in packaging plastic poly pouch. This was packaging defect so this cement was not used for surgery as it was out of the sterile zone. Note: the complaint device was evaluated and investigated by the manufacturing site: blackpool. Please refer to the attachment "(B)(4)" for the investigation report. The product was returned to depuy synthes and sent to manufacturing site: blackpool for evaluation. The blackpool team conducted a visual inspection of the returned device. Visual inspection of the returned packs showed that the left seal is narrower than the right seal. The overall complaint was confirmed for the smartset ghv gentamicin 40g. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: an nc and CAPA was raised to address the current complaint condition.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Smartset ghv bone cement sterile powder pouch has leaked from side of the packet. Bone cement powder has spread in packaging plastic poly pouch. This was packaging defect so this cement was not used for surgery as it was out of the sterile zone.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: smartset ghv bone cement sterile powder pouch has leaked from side of the packet. Bone cement powder has spread in packaging plastic poly pouch. This was packaging defect so this cement was not used for surgery as it was out of the sterile zone. The product was not returned to depuy synthes, however photos were provided for review. See attachment (whatsapp image 2023-07-19 at 3.41.26 pm.jpeg). The photo of this issue does not fully show the issue, however other complaints have been received for the reported issue. This product related issue has been addressed through depuy synthes quality system. Device history lot: an nc was raised to address the current complaint condition.